Manufacturer narrative:
(B)(4). The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed because the clip delivery system (cds) was caught in the chordae and the chordae was noted to be damaged. The damaged chordae is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced without reported issue and the clip was deployed without reported issue. The second cds was advanced without reported issue; however, anterior movement of the clip was noted and the clip did not move while attempting to grasp the leaflets. It was then noted that the clip was caught in the chordae. The cds was moved and rotated; however, it could not be disengaged from the chordae and chordae damage was noted. As a result, the clip was deployed only on the anterior leaflet and a third clip was deployed, reducing mr to 2-3. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. The investigation was unable to determine cause for the reported event. The patient effects of mitral valve damage and failure to deliver the clip to the intended site (foreign body in patient) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported patient effects appear to be a result of procedural conditions due to the clip becoming caught in the chordae. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.